Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op312 cannula was not returned to (B)(4), however the hospital supplied a photograph of the cannula for our evaluation. Results: visual inspection of the supplied photograph revealed that the right flexitube had detached from the cannula. The tube did not appear damaged in any way. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: based on our investigation of similar complaints, the detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."

Event description:
A hospital in (B)(6) state reported that the opt312 junior interface came apart during patient use.no patient consequence was reported.